Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing. The returned sasuke tip segment with the marker was found separated. Microscopic observation of the distal shaft segment found trace of ductile rupture of polymer at the segment where the tip and the outer tube were welded together. Microscopic observation found the tip fragment was bent. The fragment was also found elongated and crushed in the center. The tip fragment was found with trace of ductile rupture of polymer just as with the distal shaft segment. While the catheter tip should be 4mm in length, the tip of the returned sasuke was elongated and approximately 6mm in length. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that the subject sasuke tip was pressed and deformed inside the vessel due to the ivus catheter that was inserted in parallel with the subject catheter. While the deformed catheter tip got stuck with the concomitant guide wire or the lesion, pulling force was applied on the tip segment due to withdrawal catheter manipulation. As the pulling force exceeding the product design limit was applied on the subject segment, the catheter got separated. Although there was no indication of product deficiency, the polymer was damaged too severely to exclude a possibility that tip fragment(s) might be left in the anatomy. Instructions for use states that: [precaution] this product must be manipulated while checking the product's motion under high-resolution x-ray fluoroscopy; and, -[malfunctions] separation.

Event description:
It was reported that during a pci to treat a heavily calcified and moderately tortuous cto in the lad#7, the subject sasuke microcatheter was used for the parallel wire technique to approach the lesion. An ivus catheter was inserted into the anatomy in parallel with the microcathter. When the ivus catheter was withdrawn after observation, a tip fragment of the sasuke was found on the concomitant guide wire under x-ray. A different guide wire was advanced in parallel with the concomitant guide wire, while the microcatheter tip fragment was still left on the concomitant guide wire. The two wires were twisted together and retrieved with the fragment. Revascularization by stent deployment was performed on the lesion and the procedure was completed. The physician commented that the tip of the sasuke could be separated as the microcatheter was withdrawn after the tip segment was pressed against the lesion when the ivus catheter was inserted. There were no adverse patient effects.